Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s current blood glucose level was 439 mg/dl and last blood glucose was 259 mg/dl. The customer's low blood glucose level was 50's mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.